Event description:
The complainant stated that the bed exit alarm could be armed but would not alarm when the pt exits.

Manufacturer narrative:
The technician replaced the bed exit tape switches to repair the bed.